Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had foreign matter in the fluid path. The following information was provided by the initial reporter: clinical study - risks/harm: ryder m, delancey-pulcini e, parker ae, james ga. Bacterial transfer and biofilm formation in needleless connectors in a clinically simulated in vitro catheter model. Infect control hosp epidemiol. 2023;44(11):1760-1768. Risk/harms identified (list all risks from the article): contamination.

Manufacturer narrative:
No maxzero product was available for investigation. The complaint was reported in a clinical study by ryder m, delancey-pulcini e, parker ae, james ga, titled "bacterial transfer and biofilm formation in needleless connectors in a clinically simulated in vitro catheter model." The article compares different needleless connectors for bacterial contamination and the maxzero displayed a level in the results. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events indicates that disinfection protocols were not followed, and bacteria was intentionally applied to the surface of the maxzero; therefore it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the maxzero product family over the past 12 months.

Event description:
No additional information.